Event description:
The pt is affected with parkinson disease, tends to be in abnormal positioning. This abnormal positioning caused recurrent dislocation. It was found by x-rays that the constrained cup dislocated from the secure fit. Revision surgery performed.